Manufacturer narrative:
The beckman coulter field service engineer "fse" replaced reagent probe b waste valve with an identical parts to resolve customers' issue. No further leaking was observed. The beckman coulter internal identifier for this event is (B)(4).

Event description:
A field service engineer "fse" reported a reagent probe b intermittenly leaking on a unicel dxc 600 pro synchron system. The fse was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.